Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal procedure performed on (B)(6) 2025. During the procedure, the physician reported the band would not deploy. The device was removed for troubleshooting, and another deployment attempt was made. The first band deployed successfully, but the other bands were crossed and failed to deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. The patient outcome is unknown, and bleeding was reported, but clarification was not received despite good-faith efforts.

Manufacturer narrative:
Block h6 device code a050501 is being used to capture the reportable event of bands failed to deploy.

Manufacturer narrative:
Block h2: correction: correction to blocks d2a common device name and d2b pro code. Block h6 device code a050501 is being used to capture the reportable event of bands failed to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal procedure performed on (B)(6) 2025. During the procedure, the physician reported the band would not deploy. The device was removed for troubleshooting, and another deployment attempt was made. The first band deployed successfully, but the other bands were crossed and failed to deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. The patient outcome is unknown, and bleeding was reported, but clarification was not received despite good-faith efforts.